Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: d8, g2, h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified and the device was not returned. Based on the available information and similar complaints, the legal manufacturer determined the probable cause of the failure is likely due to device handling such as: ·to seal adjacent tissue, no overlap the edge of the existing seal. The customer did not overlap the edge to the existing seal when sealing adjacent tissue. ·the instrument sealed a blood vessel with a diameter over 4 mm. · when treating a blood vessel and/or tissue, no squeezed the control handle firmly until the control handle touches the grip handle to stop. · the customer did not position a vessel in the middle of the grasping section. The reported event is warned against in the instructions for use. ¿ do not use the thunderbeat for treatment aiming at blockage of the bile duct or bowel. Successful hemostasis may require adjunct measures when thunderbeat is used on solid organs. Due to the difficulty of visualizing internal structures, proceed slowly and do not attempt to transect large masses of tissue in one activation. Avoid the division of large vascular/biliary bundles when using the instrument under these conditions. ¿ even when using this instrument on blood vessel(s) with diameter of 7 mm or less, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3. ¿ to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. ¿ when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. ¿ always position a vessel in the middle of the grasping section. Otherwise, the coagulation may be incomplete and the thunderbeat may wear out prematurely. ·use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) was informed that the patient has expired. Omsc tried to get further information from the user facility, but could not obtain at this time. A representative from olympus keymed (okm) was present at the procedure, and provided further information as follows; the referenced device did not malfunction, and no error code was observed. The ascending colon was returned to the abdominal, and the surgeon went back in to mobilize further at the intra-abdominal approach. The bleeding occurred due to the operation of mobilizing more, not afterbleeding from the sealed blood vessels. It is unknown which blood vessel bled. Omsc could not conclusively determine a causal relationship between the referenced device and the reported outcome.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. We tried to get information about the lot number of the subject device but we could not get it. So, we could not review the manufacturing record. Based on the past similar cases, it is presumed that the reported event was not due to the malfunction of the device. The device handling has warned in the instruction manual as follows: do not use the thunderbeat for treatment aiming at blockage of the bile duct or bowel. Successful hemostasis may require adjunct measures when thunderbeat is used on solid organs. Due to the difficulty of visualizing internal structures, proceed slowly and do not attempt to transect large masses of tissue in one activation. Avoid the division of large vascular/biliary bundles when using the instrument under these conditions. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Event description:
We received the following report. During a right-hemi colectomy a patient who had a previous appendectomy bled whilst mobilising. The surgeon then mobilised the right side of colon from the side wall and there was less bleeding but consultant was not happy with haemostasis of device. Anaesthetist mentioned the patient had a low platelet count but nothing abnormal. An alexis retractor was then used to see if they could resect the ascending colon however not enough mobilisation was done so they went back in to mobilise further. Whilst mobilising more, a large bleed occurred which couldn¿t be sealed due to amount of blood and visibility. Clips were then applied but didn¿t work. They opened the patient due to blood loss and poor visibility. Surgeons were able to find the bleed and patient was sent to itu. It was reported that the user discarded the subject device.